Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Medical records were provided and reviewed. The medical records allege that the patient underwent port placement procedure in need for central venous access for chemotherapy. The right internal jugular vein was accessed with a micropuncture needle and exchanged over a wire and flushed. The catheter was tunneled subcutaneously. The micropuncture catheter was then flushed and exchanged over wire for the peel away sheath. The catheter was then advanced through the peel away sheath to the level of the right cavoatrial junction. The catheter was then cut, and the port was attached and secured. The port pocket was then copiously irrigated with sterile saline and the port was placed within the pocket. It was then aspirated with excellent blood return and flushed with saline and heparinized saline. After two months, a computed tomography of chest, abdomen and pelvis was performed for right upper quadrant pain. The study showed that port catheter within right anterior chest wall. Catheter tip terminates in the right atrium. Approximately one year later, the patient underwent fluoroscopic evaluation of chest port. The study demonstrated a right chest port chamber with intact port catheter terminating in the region of the distal superior vena cava. The port was accessed in the typical sterile fashion with a huber needle. The port was tested which noted a normal ability to flush the port. Contrast was injected through the access needle. This portogram demonstrated appropriate opacification of the port chamber and catheter with contrast opacifying the right heart. No evidence of contrast extravasation. After twenty-one days, patient underwent fluoroscopic evaluation of right chest port for partial kinking of the mid aspect of the catheter within the right lower neck and unable to aspirate blood at the present time. The subcutaneous tissues were anesthetized with a lidocaine. A small dermatotomy was performed with a blade scalpel. Under direct ultrasound guidance, a micropuncture needle was inserted into the right common femoral vein and advanced through the needle and into the inferior vena cava. Under fluoroscopic guidance, a bentson wire was inserted through the coaxial catheter and into the vena cava. A guide catheter was inserted through the vascular sheath and into the vena cava. The distal aspect of the port catheter was snared. Attention was placed on the distal aspect of the catheter with the snare and there were multiple attempts to reduce/straighten the area of focal kinking within the right lower neck in the mid aspect of the port catheter. These attempts were unsuccessful. Due to the catheter remaining kinked likely due to scarring at the site of kinking, further attempts at snaring were aborted. The port was accessed but there remained inability to aspirate blood. The port flushed appropriately. The port was flushed with heparin solution. The right lower neck venotomy site area was evaluated and anesthetized with lidocaine. A small incision was made with scalpel. There was note of scarring of the soft tissues in the region of the port catheter. Due to the scarring, the remainder of the procedure was aborted. Twenty days later, the patient underwent port removal procedure for inability to aspirate. The skin site was anesthetized with lidocaine and using both sharp and blunt dissection the catheter and port was removed in total. The wound was then cleaned using normal saline and was closed with vicryl. The right internal jugular vein demonstrates partial occlusive thrombus and started on anticoagulation. Patient was placed on new port. Using both sharp and blunt dissection a subcutaneous pocket was created. Using the tunnel device provided within the kit a tunnel was made from the pocket to the neck venotomy site and then catheter pull through. The catheter was cut to the appropriate size and attached to the port. The port was placed within the pocket and tested for function and primed with heparinized saline. Therefore, the investigation is inconclusive as no objective evidence for the the reported deficiency with the port in the submitted medical record review. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 11/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that approximately one year, two months and seventeen days post a port placement via the right internal jugular vein for venous access for chemotherapy treatment, the catheter allegedly had a kink in its mid aspect and was allegedly fractured. It was further reported that the port was unable to aspirate the blood. Reportedly, the port was removed and new port has been placed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 11/2023), g2, g3, h6 (device). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that approximately one year, two months and seventeen days post a port placement via the right internal jugular vein for venous access for chemotherapy treatment, the catheter allegedly had a kink in its mid aspect and was allegedly fractured. It was further reported that the port was unable to aspirate the blood. Reportedly, the port was removed and new port has been placed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported fracture and deformation issue as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime post a port placement, the catheter was allegedly fractured and kinked. There was no reported patient injury.